Manufacturer narrative:
Serum indices for the sample were very low. Cholesterol qc had been within customer specifications. A field service engineer (fse) was on-site on (B)(6) 2010. The fse replaced the mixer paddle, cleaned the wash station inserts and verified the wash station performance. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely low cholesterol (chol) result generated by the unicel dxc 800 pro synchron clinical systems. The initial result obtained was 31mg/dl and upon repeat the result obtained was 157 mg/dl. The erroneous result was not reported outside of the lab. There was no affect to the patient or the user associated with this event.